Event description:
It was found during baxter's testing that a pump had a delayed keypad response. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter rec'd and evaluated the device. The delayed keypad response was confirmed and reproduced. The delay observed was approx 3 seconds. It was caused by a failing processor printed circuit board. The keypad was tested and all keys were found to enter the correct response. As a result, the processor printed circuit board/shielding were replaced.